Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer experienced ongoing intermittent elevated blood glucose (bg) levels of 580 mg/dl and was "unresponsive, shaking, [had] difficulty breathing [and] dry mouth"; cause was not clear. Reportedly, customer "consumed carbohydrates, took a few sips of juice, and went into shock" and went to the emergency room. Customer was treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Duration of stay was not clear. Tandem technical support reviewed pump logs and confirmed that pump was functioning as intended. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.